Event description:
Consumer complaint of low blood glucose results. Results from memory - (B)(6) 9:02a 87 mg/dl, (B)(6) 1:26p 107mg/dl, (B)(6) 10:12a 68mg/dl, (B)(6) 11:36a 126mg/dl, (B)(6) 9:44a 55mg/dl. Customer states fasting results should be 100-105mg/dl, not 55mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).